Event description:
Reporter alleged 2 sets of discrepant blood glucose values: 1.198 mg/dl, & 108 mg/dl; 2. 298 mg/dl, & 108 mg/dl. When each set of tests were taken within 1 minute on the compact system. The reporter stated the cusomer had no symptoms; no treatment or actions based on results were reported. No adverse event related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.